Event description:
It was reported that during an unk procedure, the device would not staple. The surgeon had to make the dissection again. The procedure was extended less than 1 hr. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.